Manufacturer narrative:
Concomitant medical product: product ID: 305025, product type: tissue valve, implanted date: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dislodgment of the right atrial (ra) lead was confirmed by x-ray post operatively. The lead was revised and remains in use. No patient complications have been reported as a result of this event.